Manufacturer narrative:
The event of "redness", "pain", "swelling", "infection", "heat", and "fluid build-up" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Clinical data: treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Two subjects (0.7%; 2/270) reported 3 serious adverse events (saes) that were considered to be related to the device. Approximately 6 months after treatment, after being scratched near the treatment area by a tree branch, one subject experienced inflammation under the left eye. The subject also experienced nodularity in the right cheek approximately 7 months after treatment. The second subject experienced lumps in the cheeks approximately 7 months after treatment. A couple of days before the onset, the subject experienced myofascial pain and body aches. Treatment of the saes included topical steroids, oral antibiotics, intralesional steroids, anti-inflammatory medication, and hyaluronidase. All events resolved.

Event description:
Healthcare professional reported that approximately one month after injection with juvederm voluma xc in the "malar and cheek bone area," the patient experienced "redness, pain, swelling, infection and heat at the injection site." Two days later, patient went to the emergency room and was prescribed doxycycline. Two weeks later, the healthcare professional saw the patient and observed a "superficial infection of the face" and "fluid build-up in the right maxilla." Healthcare professional aspirated the affected area and drained the area of "infected fluid." This was done on several occasions. Cultures done on the fluid all came back negative. Two days after the initial aspiration, the patient had a root canal performed by an unspecified healthcare professional due to an "infected tooth in the mandible." Patient was prescribed cleocin after the procedure. Approximately two weeks later, patient went back to the emergency room and was prescribed levofalaxin. About a week and a half later, patient returned to the injecting healthcare professional and was prescribed ciprofalaxin. Injecting healthcare professional saw the patient one week later and symptoms had resolved. Healthcare professional stated that "given the timeline of the infected tooth and subsequent root canal, there is no way to determine whether the symptoms were a result of the juvederm injection, or if the injection was the cause of the infection in the tooth."